Event description:
It was reported on 21sept2022, the md was performing the procedure according to IFU. The md found inside the sheath was blunt and had a rough surface. The md could not proceed with the procedure and finished using a new product. No medical intervention was needed. The current patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components from a psi set, including a sheath, dilator, and the product lidstock for analysis. Signs of use were observed on the returned components. Visual inspection of the dilator revealed the tip was slightly deformed. This damage is consistent with undue force applied to the dilator during insertion. Visual inspection of the sheath and guide wire revealed no obvious defects or anomalies. The dilator body length measured 6 7/8", which is within the specifications of 6 3/4"-7 1/4" per product drawing. The dilator outer diameter measured 0.08315", which is within the specifications of 0.082"-0.085" per product drawing. The dilator inner diameter at the distal tip measured 0.040", which is within the specifications of 0.039"-0.041" per product drawing. Functional inspection of the dilator was performed per the instructions for use (IFU) provided with the kit, which states "thread tapered tip of sheath/dilator assembly over guidewire. Grasping near skin, advance assembly into vessel with slight twisting motion to desired position." The returned dilator was threaded through the returned sheath with minimal resistance. Similarly, the returned guide wire was threaded fully through the returned dilator with minimal resistance. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a blunt dilator tip was confirmed through complaint investigation of the returned sample. Visual inspection of the dilator revealed the tip was slightly deformed. The appearance of this damage is consistent with undue force being applied on the dilator during insertion. The dilator met all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported on (B)(6) 2022, the md was performing the procedure according to IFU. The md found inside the sheath was blunt and had a rough surface. The md could not proceed with the procedure and finished using a new product. No medical intervention was needed. The current patient's condition was reported as fine.